Event description:
It was reported that, during servicing, the bench technician found the battery pca pins were loose. There is no patient involvement. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.